Manufacturer narrative:
Initial and final MDR 1903595 MDR 3003442380-2024-11977 device 3 of 8

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient encountered eight infusions set was fell off during use on (B)(6)2024. The infusion set was used for 2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.